Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided therefore a review of inspection records could not be completed. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The physician reported a patient experienced bleeding after biopsies using the superdimension biopsy needle during an enb procedure. The physician turned the patient on their right side to prevent blood from going into the other lung and used cryo to pull a clot out. Cleaned out and suctioned for about 10 to 15 min and bleeding stopped. If additional information is obtained a follow-up report will be submitted.